Manufacturer narrative:
The event term has been updated to possible thrombosis of the target lesion right anterior tibial artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Company causality assessed that the event is not related to the device or paclitaxel but is possibly related to the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the right anterior tibial artery was treated with three inpact btk drug coated balloons and three integrity stents to treat flow limiting dissection. Approximately 26 days post index procedure, the patient suffered occlusion of the target lesion due a possible thrombosis. This was treated by target vessel revascularisation of the right proximal anterior tibial using two non mdt pta. The event is resolved. The investigator reported that the event is not related to the index device, procedure or paclitaxel.